Event description:
It was reported that the patient was admitted to the hospital for elevated blood glucose levels and dka.

Manufacturer narrative:
The cartridge lot was investigated by animas. There were no damages or defects found during investigation. A cartridge leak test was performed with no leaks observed. There were no cartridge defects found.